Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that when attempting to place the stent in the rca, the stent came off balloon. The stent was retrieved with a balloon and withdrawn on the balloon into the guide. Everything was removed out of the pt as a single unit; however, post procedure, the stent could not be located. An x-ray was performed to confirm that the device was not in the pt and was most likely lost on the cath lab floor after removal from the pt. No additional event or pt info is available.

Manufacturer narrative:
.